Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that over-sensing was attributed to electro-magnetic interference.

Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation showed recorded episodes of non-sustained right ventricular oversensing (nsrvo). It was noted the right ventricular (rv) lead exhibited high capture threshold. Programming interventions were made, and the issue was resolved without sequalae.